Event description:
It was reported to boston scientific corporation that flexima biliary stent was used during a stent placement procedure in the bile duct performed on (B)(6), 2012. According to the complainant, during the procedure, the guide catheter stretched when the stent was released. The stent was successfully deployed to complete the procedure, and the suture was noted to remain on the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter to broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) guide catheter broken. The delivery system was returned for evaluation, however the stent component was not returned. The suture was found detached from the push catheter and was also not returned. Visual evaluation of the device revealed the push catheter to be twisted and the suture hole of the push catheter to be torn. The guide catheter was found stretched and broken. The broken guide catheter was returned stuck on a guidewire due to the stretching in the guide catheter. No damage was noted to the guidewire. Multiple kinks were noted in the distal end of the guide catheter. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.